Event description:
A customer from (B)(6) notified biomérieux of (B)(6) results when testing a staphylococcus aureus isolate with vitek® 2 ast-p632 test kit. Vitek 2 provided a (B)(6). The cefoxitin screen was negative. The confidence level was consistent with correction; therefore, the vitek 2 aes (advanced expert system) set the cefoxitin screen to (B)(6) was indicated by the software). The customer did not perform repeat testing via vitek 2 ast-p632; in addition, the isolate is no longer available for testing or submission. The customer had sent the isolate to a reference laboratory with the following results: (B)(6) and cefoxitin screen test (B)(6) and (B)(6). The lab concluded this was a (B)(6). The customer stated that the vitek 2 result was given to the physician and that the patient received a vancomycin treatment (for (B)(6) strains) before having obtained results from the reference laboratory. The customer stated that the patient was removed from vancomycin treatment directly after receiving the (B)(6) result from the reference laboratory. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed for a customer from germany who reported a false resistant oxacillin results when testing a staphylococcus aureus isolate with vitek® 2 ast-p632 test kit. The customer did not submit the strain for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. A review of production records confirmed vitek 2 ast-p632 lot # 7320627403 met final qc release criteria. This lot passed initial qc performance testing.